Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown infusors overinfused. This issue was identified during patient infusions. This was further described as ¿the infusors have infused over 24 hours and not the stated approximate 46 hours¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.